Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 100 mg/dl. Customer stated he was out fishing, when asked if he recalled any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer declined the replacement and stated he was going to call his doctor first.